Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted, concurrently with robotic laparoscopic sacral colpopexy using pelvicol, anterior colporrhaphy with pelvisoft arcus to arcus hammock replacement of the pubovesical cervical fascia, cystourethroscopy, rso, and adhesiolysis, due to recurrent vaginal vault prolapse, cystocele, and sui. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, dyspareunia and vaginal scarring. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh, bard pelvisoft acellular collagen biomesh, and pelvicol acellular collagen matrix were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.